Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the device. The philips field service engineer (fse) inspected the system onsite and confirmed that it was impossible to adjust focus, but able to expose. During troubleshooting, the fse found that the shutter was faulty. The fse replaced and calibrated the collimator. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the shutters failed. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.